Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had no delivery alarm. The customer¿s blood glucose level was over 600 mg/dl. Troubleshooting was not done for high blood glucose level because customer had to go work and the insulin pump was no longer there. The insulin pump will not be returned for analysis.